Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. In troubleshooting the issue, it was learned that the cv-190 tower cart and the roll stand monitor were connected to the same wall outlet. To resolve the problem, technical support instructed the reporter to connect the olympus, esg-100 to a different wall circuit than the tower cart and monitor due to rf interference from the esg-100 likely causing the reported problem. The investigation is ongoing and the root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, when activating an olympus, esg-100 (electrical surgical generator), they were losing the image on a "secondary" monitor installed on a roll stand but no image loss was experienced on the olympus, cv-190 cart tower monitor. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, there is no abnormality in the equipment, and it is likely that the image of the second monitor flickered due to a grounding problem and rf interference due to the wiring of the second monitor and the electrosurgical generator. Olympus will continue to monitor the field performance of this device.